Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-aug-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient lost coverage in their back three weeks ago. A lead migration was reported. It was reported that a fall may have contributed to the issue. The patient was reprogrammed to cover their low back. It was indicated that the patient¿s ins read 2.99 volts. The physician discussed the newer ins model available and high-density programming with the patient. It was indicated that they would plan to replace the lead to cover the 10 interspace for special density programming (evolve workflow) and replace the ins at the same time as it was 2.99. The event occurred in (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who is implanted with a neurostimulator (ins) for spinal pain. The patient reported she had fell a few times and then she started hurting and felt like her stimulation was not working. The patient mentioned she saw her health care provider (hcp) back in (B)(6) 2020 and was told her leads had moved. She stated starting about 2 weeks ago she felt like her stimulation was shocking her, felt like a jolt. The patient reported that when this happened she was not moving a certain way and that she was just sitting. Caller was walked through to lower stimulation down to see it helped. It was reported the patient is going to have her ins and leads removed on (B)(6) 2020 and then she is getting a new spinal cord stimulator (scs) 6 weeks later. No further complications reported.